Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number 1000870000-2019-8006.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screws: nail distal locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
It was reported on (B)(6) 2018, patient underwent removal of trochanteric fixation nail advance due to nonunion because of the broken unknown distal interlocking screw. Surgical procedure began with removal of the patient's previously failed broken hardware. The distal interlocking screw was removed, and the medial aspect of the broken screw was tamped down to the medial soft tissue. It was removed with a small stab incision. Proximally, small stab incisions were made. Extraction devices were attached to the helical blade in the proximal aspect of the nail, which were also subsequently removed. A tip guidewire was passed down the intramedullary canal. An 11cmx380cm nail was previously removed. The femur was sequentially reamed up into a size 16 reamer and reamed 14 and the diaphysis for the autogenous benefits of bone grafting could be seated at the intertrochanteric nonunion. A channel reamer was also utilized proximally over the ball-tipped guidewire to break up the sclerotic portions of the intertrochanteric femur nonunion. A new guide wire was then placed on the intramedullary canal. The degree nail was then passed down approximately 5mm. Final fluoroscopic images were taken an saved as the nail was locked with the locking nuts. There were no fragments generated from the broken device. There was no surgical delay. Procedure was successfully completed. Patient outcome was unknown. Concomitant medical products: unknown helical blade (part #: unknown, lot #: unknown, quantity #: 1), unknown nail (part #: unknown, lot #: unknown, quantity #: 1), unknown guidewire (part #: unknown, lot #: unknown, quantity #: 1), unknown screw (part #: unknown, lot #: unknown, quantity #: 1), unknown rod (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).